Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was being used for intravascular ultrasound (ivus) examination of the target lesion. Before the ivus procedure began, it was found that the host could not start up. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
(B)(6). Boston scientific field service engineering inspected the device and found an error on startup. Further investigation revealed a loose acquisition processor (acq pc) ultrasound plate. After reseating the ultrasound plate, the machine powered on normally. Functional tests passed, and simulated catheter imaging was normal.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was being used for intravascular ultrasound (ivus) examination of the target lesion. Before the ivus procedure began, it was found that the host could not start up. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.